Event description:
Boston scientific received information that this patient was informed that his implantable pacemaker (ipg) is not working. The patient stated he does not know specifically what is not working but that device reprogramming is required. The patient is scheduled for an appointment in a few days. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported and efforts to obtain additional information were unsuccessful. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device is subsequently explanted due to an upgrade procedure. Upon receipt at our post market quality assurance laboratory, the device was subjected to automated returned product electrical testing which confirming proper operation of the pacing and sensing functions; however, the device did not pass the portion of the test concerning magnet application. Analysis confirmed that the magnetic reed switch in this device was stuck in the open position. Boston scientific has observed similar device behavior; however, the root cause for this component behavior is unknown. A manufacturing process change was implemented to identify devices susceptible to this behavior in order to minimize the impact of this issue for patients and physicians.